Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to revert to using manual daily injections (mdi) for insulin delivery. A replacement pump was sent by technical support.